Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) on the left ventricular (lv) lead channel. Technical services (ts) was consulted and in office testing of the pacing vectors was recommended. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Correction to section b, adverse event/product problem. Field b5 describe event or problem. Correction to section h, device manufacturers only. Field h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) as well as high pacing thresholds on the left ventricular (lv) lead channel. Technical services (ts) was consulted and in office testing of the pacing vectors was recommended. No adverse patient effects were reported. This system remains in service.